Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient experienced shocking sensation from the ins with certain movements. The patient visited the clinic. The ins was reprogrammed on (B)(6), which resolved the shocking sensations. The event was related to programming, possibly related to the device or therapy, and not related to the implant procedure. The outcome was resolved without sequelae on (B)(6). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.